Event description:
The customer reported that the tubing of a cassette with luer conversion pulled loose from the bag. The home patient (hp) believed the female thread was too fine. There was no patient injury or medical intervention reported. No additional information is available. The hp stated that she awoke to the sound of water running and detected solution leaking from the dianeal bag. The hp stated that she crimped and clamped the tubing to stop the leak. The hp stated that she re-setup her treatment with new supplies without further incident. The hp stated that she reported the event to her nurse, and was not given any antibiotics. The hp stated that she did not have lot number information. During a follow up with the hp, she explained that she found the leak at the connection between the tubing and the bag. Per hp, the tubing actually had separated from the bag. The hp stated that she had not noticed anything unusual with the supplies, but added that she feels the threading on the luer connection is too thin. The hp added that she goes to sleep concerned that the tubing might come apart. The hp stated that she has been using the cassettes with the luer connections for about a month now, and this is the first time it separated. The hp confirmed that she did not have any injury or harm as a result of this incident. Per hp, she is continuing therapy without issues. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was undetermined due to lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.